Event description:
It was reported that the device exhibited a bipolar lead impedance of 1750 ohms. The patient had no underlying r-waves. The lead impedance at implant was 1080 ohms. The physician stated that the device will likely be revised at the time of pulse generator replacement.